Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there were multiple devices with speaker issues. The issue was found during normal monitoring. There was no report of injury or harm.